Event description:
During shift check, the autopulse platform sn (B)(6) displayed a "system error, out of service, revert to manual CPR" message. No patient involvement.

Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.